Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing an alarm that was similar to a whistle like sound that is usually emitted by the implantable cardioverter defibrillator (ICD) during application of a magnet. The patient stated the whistle like sound is emitted by their device several times per week, at different times of the day and at different locations, but mostly in the morning, when the patient is usually at home and sometimes in the evening when the patient is out of their home. A review of an interrogation report by qualified personnel indicated that there was no alert condition triggered. Therefore, it is indication of a magnet being close by. The patient was instructed to register when the patient hears the alerts and what they are wearing or close to. The ICD remains in use. No patient complications have been reported as a result of this event.